Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accu tni) results that were generated by the access 2 immunoassay system for a single pt samples. A sample from an ER pt was tested for accu tni and an initial result was 3.14ng/ml and 3.08ng/ml upon reflex. A fresh sample was collected from the pt and a result of 2.49ng/ml was obtained initially and 2.53ng/ml upon reflex. Based on available info, the results were reported out of the lab and pt was transferred to a cardiac center, where a normal troponin result on this pt was obtained. The cardiac center testing method and actual results were not supplied. On the next day, customer was notified by a physician about normal results at the cardiac center and then they re-tested both samples and accu tni results were: 3.13ng/ml and 2.51ng/ml respectively. Customer indicated the samples were also analyzed on a different instrument and "normal" results were obtained. The customer did not receive any report of change to pt treatment or pt injury requiring medical intervention attributed or connected to this event.

Manufacturer narrative:
Qc was in range before and after the event. Customer qc data agrees with current peer group data. A system check performed in 2007 passed. The specimens were collected in bd, plastic serum tubes with gel separators. The samples were only allowed to clot for 5 minutes, and were centrifuged at 3,500 rpm for 10 mins. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered vacuum pump problems and waste water in the air filter. The fse replaced the waste sensor on the instrument. The fse adjusted ultrasonic and alignments on the sample probe. The fse performed a precision test and run qc with good results. The fse verified the instruments per established procedures. Although the fse addressed hardware issues, they are not believed to be related to this event. A possibility of heterophile interference was discussed with the customer; however, they did not have any remaining sample for analysis. A clear root cause could not be determined for this event, as the sample was no longer available for investigation. A malfunction will be assumed for the purpose of this report.